Event description:
A distributor reported a cartridge change error with a customer's insulin pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support instructed the customer to check the cartridge's o-ring and clean the pneumatic tap area but loading the cartridge was still unsuccessful. After trying a second cartridge and experiencing the same error, it was determined the pump needed replacement. The customer planned to use multiple daily injections (mdi) as backup therapy to ensure insulin delivery was not interrupted. Technical support confirmed the pump was under warranty, arranged its replacement, and instructed the customer to return the faulty pump using a pre-paid label.